Event description:
The user facility reported that the device got very hot during a procedure resulting in a second degree burn of one centimeter square to the upper and lower right side of a patient's lip. Hydrocortisone cream was applied to minimize thermal injury.

Manufacturer narrative:
Includes information from investigation.

Event description:
The user facility reported that the device got very hot during a procedure resulting in a second degree burn of one centimeter square to the upper and lower right side of a patient's lip. Hydrocortisone cream was applied to minimize thermal injury.